Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that auto mode switch (ams) was observed on the pacemaker. Programming changes were made to increase the post ventricular atrial blanking (pvab) interval. The patient was stable.